Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving morphine with an unknown concentration and unknown daily dose via an implantable pump for an unknown indication for use. It was reported that on (B)(6) 2018 the manufacturer representative had seen the patient who was complaining of morphine withdrawal symptoms. It was noted that upon interrogation it was seen that a motor stall had occurred. It was reported that the last refill was on (B)(6) 2018, 24.4 ml of morphine was expected as the reservoir volume. On, (B)(6) 2018, the hcp had withdrawn the medication and 24ml was found. It was reported that 20 ml was then put back in the pump and oral medication was ordered for the patient to help with their withdrawal symptoms. It was reported that on (B)(6) 2018 the patient still complained about the withdrawal symptoms and upon interrogation of the pump "police stopped period may exceed tube set" was shown. It was reported that according to the patient they have not been for an MRI or have been exposed to any emi sources. It was also reported that the pump logs also stated that "pump restarted due to restart command". No further complications were reported and/or anticipated. Additional information was received. It was reported that the concentration of morphine was 15 mg/ml and the daily dose was 4.694 mg /day. It was indicated that pump logs would be sent back to medtronic for review. It was reported that the date of the motor stall was (B)(6) 2018 and that the pump was planned to be explanted on (B)(6) 2018. It was reported that on (B)(6) 2018, the expected reservoir volume in the pump was 24.4 ml. It was reported that there were no known cause or contributing factors to the motor stall. It was reported that the patient was awaiting pump replacement and that the patient had been admitted since thursday last week for morphine injections. The issue has not been resolved yet. It was unknown at this time if the product was to be returned.

Manufacturer narrative:
3004209178-2018-19409-1 if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. Logs showed the pump was delivering intrathecal morphine 15.0 mg/ml at 4.694 mg/day via an implantable pump. Logs also showed a motor stall occurred on (B)(6) 2018 at 07:07, and tube set occurred on (B)(6) 2018 at 07:07. It was confirmed the pump was explanted. The patient had improved. The patient still had pain following replacement, but the withdrawal symptoms had settled.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the product was lost. No further complications were reported and/or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the device was not lost and that it had been returned and analysis results will be provided via mfg report 3004209178-2018-20843 when available.

Manufacturer narrative:
Additional information was received and the returned product was correctly received into this event. Analysis results will no longer be provided via 3004209178-2018-20843. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Eval method, result, conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the pump revealed motor gear train anomalies. These included corrosion and/or wear and/or lubrication and stall due to shaft-bearing. Eval code-conclusion: code no longer applies to this event. Eval code-result: no longer applies to this event. Eval code method: no longer applies to this event. If information is provided in the future, a supplemental report will be issued.